Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. According to the physician, the patient was last seen in 2009 and complained of post procedure graft exposure. The physician suggested corrective surgery, but the patient never returned. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.